Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event date estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number. Literature attachment. Article title impact of suture mediated femoral access site closure with the prostar xl compared to the proglide system on outcome in transfemoral aortic valve implantation.

Event description:
It was reported through a research article identifying prostar xl and proglide which may both be related to unspecified vessel closure device failure and failure of the vessel closure device to achieve hemostasis. Malposition occurred only with prostar xl while failure to grasp needles occurred only with proglide. The reported device issues for prostar and proglide may have led to use of a second device, manual compression, unplanned endovascular stenting, balloon application at the access site, dissection, life-threatening bleeding, major bleeding, minor bleeding, red blood cell transfusion, platelet transfusion, fresh frozen plasma transfusion, acute kidney injury, low blood pressure, and re-hospitalization. Surgical repair and occlusion occurred only in patients with prostar. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of suture mediated femoral access site closure with the prostar xl compared to the proglide system on outcome in transfemoral aortic valve implantation".